Event description:
It was reported that post op to an unknown procedure the patient had a leak.

Manufacturer narrative:
(B)(6). Date sent 5/14/2024 d4 batch # unk only event year known: 2024. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. D12 corrected data: b1, b2, h1, d1, d4. Additional information received: the surgeon mentioned that he did experience a leak however the leak was due to an intersection (anatomical description) and not related to the device. Even though the cdh was used in the case, he believes the product was not the cause. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.